Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure type: ventral hernia repair. According to the reporter. The mesh tore when the suture was being secured. The mesh was removed and the surgeon used another mesh to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended o.r. Time.